Event description:
Surgeon performing patellar reconstruction. Drill bit fractured while placing the drill hole. Drill bit left in patient as physician felt more dangerous to attempt retrieval. Physician performing a patellar tendon reconstruction on left knee. While placing the drill hole, the drill bit fractured. Physician felt position would not cause pain or limit function and removing further bone to retrieve the piece, could compromise the outcome. Fractured drill bit was left and another was placed proximal. Given the location, physician felt too dangerous to attempt retrieval. Unfortunately the circulating rn was an agency rn and disposed of drill bit in a sharps container.